Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient felt diaphragmatic stimulation during deep breathing treatments. It is believed that at the time of implant the left ventricular lead dislodged. The lead was turned off. The patient was doing well and would be monitored.